Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sliced (cut) tubing was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sliced (cut) tubing. Bd determined that the root cause of the indicated failure mode was attributed to improper seating of the product during the packaging process. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was failure of product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "the product tubing was cut causing blood leakage from the collection set during patient collection. No injuries or harm resulted."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was failure of product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "the product tubing was cut causing blood leakage from the collection set during patient collection. No injuries or harm resulted."